Event description:
A diamondback coronary orbital atherectomy device (oad) could not cross a lesion in an obtuse marginal branch of the left main coronary artery (lm). The viperwire advance with flex tip guide wire was being pushed back out of the artery. On the fourth run, the oad crossed the lesion, but jumped forward. Two additional runs were made and the oad was removed. An angiogram was taken with no abnormalities. A non-csi wire was advanced to the vessel instead of the viperwire . When the viperwire was removed, the radiopaque tip did not come with it. Two non-csi wires were advanced distal to the fractured wire tip and rotated to try to entrap the fractured tip, which was pulled back into the lm. A micro snare was advanced, and the fractured tip was removed from the body. A new guide catheter and wire were introduced, and a stent was placed in the treated area. The patient was stable and experienced no adverse consequences.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).